Manufacturer narrative:
The model number was not provided.

Event description:
We received a complaint from a customer regarding higher than expected blood glucose results. The customer advised that she took her night time insulin at 10 pm and then checked her blood glucose with her contour xt blood glucose monitoring system. This system gave a high result, which was not provided. Following this, the customer went for a walk for 30 minutes. She then tested her blood glucose again and the result was even higher than prior to the walk. The customer then went to bed. At 3 am the customer awoke and said that she felt the symptoms of hypoglycemia i.e. She was sweating and shaking. She tested her blood glucose with the contour xt system and received a result of 13 mmol/l. She then repeated the test twice more and received two high results, which were not provided. The customer then tested from another bottle of contour next test strips and received a result of 18 mmol/l. She then took 10 units of novorapid. After the insulin bolus dose, the customer advised that she felt even worse and tested again, but now with her previous meter system. This alternate system showed a result of 1.7 mmol/l. The customer then tested again with the contour xt system and received a result of 17.9 mmol/l. Since the customer felt hypoglycaemic, she ate some ice cream. After a while the customer reported feeling better. She tested with her alternate system and received a result of 6 mmol/l. The following day the customer went to see her healthcare provider and comparison tests were performed with their laboratory equipment. The customer advised that the comparison results were inconsistent. No further information was provided. The advocate was advised to return the test strips for evaluation. A replacement blood glucose meter kit was sent to the customer.

Manufacturer narrative:
The customer returned 4 vials of the same lot#. One vial, that contained used and unused strips, gave readings that were an average of 16.5mmol/l high out of spec. The strips were not stored properly by the customer, and were exposed to a contaminant that caused them to become degraded and produce high results. A second bottle had a hole in the top of the lid, that appeared to have been made by a sharp object, which likely occurred after leaving the manufacturer's control, but gave satisfactory performance. The remaining two vials also gave satisfactory performance. The event is confirmed for erratic blood glucose results for one of the returned bottles of test strips. See lot# correction.